Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy due to detection of atrial fibrillation (af) with rapid ventricular response (rvr) by the implantable cardioverter defibrillator (ICD) device. Reprogramming was performed. The device remains in use. No further patient complications have been reported as a result of this event.